Manufacturer narrative:
(B)(4). Diabetic mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into arm, which is off-label usage, on (B)(6) 2019. The patient stated they were hospitalized for severe diabetic ketoacidosis (dka) on (B)(6) 2019. The cgm was displaying a blood sugar reading around 250-300mg/dl. They dosed with insulin and the values dropped; however, it went back up. The patient¿s family took her to the hospital and her fiancé stated she was in and out of consciousness. When they arrived at the hospital, her blood sugar was in the 700¿s while the cgm was displaying in the 300¿s. The patient was in the intensive care unit (ICU) where they were treated with approximately 7 different bags of fluid; one of which included insulin. The patient was released from the hospital after a few days when they were in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.